Event description:
Pt had severe reflections from an intraocular lens requiring removal and replacement. There are no gross defects noted, but caller was unsatisfied with co's response and wishes to find a third party to evaluate the lens.